Event description:
Customer reported a corneal burn. The reported concerns include the potential need for bottle height adjustment, the presence of air pockets in the phaco sleeve during sculpting, and noticeable finish wear on the phaco tip. No further information was provided. This report is against the phaco tip. A separate report will be filed against the veritas, phaco handpiece, tubing, and healon ovd.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided section d4: lot#: unknown/not provided. Section d4: model # unknown/not provided. Section d4: catalog # unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: a complete UDI # is unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the phaco tip is not an implantable device. Section d6b: if explanted, give date: not applicable, as the phaco tip is not an implantable device. Section h3: the phaco tip was not evaluated; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.